Manufacturer narrative:
The facility¿s biomed evaluated the device and replace cpu board to resolve the reported problem. Normal device operation was confirmed by a spacelabs field service engineer. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received a report that on (B)(6) 2016, a central monitor model 91387-38 was freezing up intermittently and would need to be manually rebooted. Patients were viewed on a spare telemetry central while the unit was down. The product was removed from the service. No one was injured as a result of this event.